Event description:
The customer reported via phone call that the insulin pump alarmed some error messages. The customer's blood glucose was 216 mg/dl. Upon reviewing the alarm history of the insulin pump, the customer stated that he had received the external ram crc error alarm as well as the test failure alarm. The customer was informed of the alarms and possible causes of the alarms. The customer confirmed that the alarms did not occur during the rewind or prime sequence. The customer was unable to troubleshoot at the time of the call but agreed to call back. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.